Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer stated that the emergency medical services came to assist with the low blood glucose. The customer's blood glucose was 70 mg/dl at the time of call. The customer stated that they treated the low blood glucose with glucose tablets. The customer stated that they were off the insulin pump for less than 48 hours at the time of event. The customer declined to troubleshoot for low blood glucose. The customer stated that they experienced high blood glucose which was the reason that they had low blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.